Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of treatment and concluded device met specifications as per sir (service installation record). Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user skipped the gas change, skipped the scanner test and performed the necessary energy, eye tracker and fluence test without any issue. The log file shows ten successfully performed treatments. The treatment could be identified in the logfile. No abnormalities or deviations can be detected in the log files which can contribute the reported issue. Not enough information was provided to properly complete an investigation. The root cause could not be identified by the investigation and there is no indication of a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that the patient had a refractive surprise in the right eye and post operative spherical equivalent was greater than one diopter after surgery. There are two related reports for this event. This report addresses patient bp right eye and other manufacturer reports will be filed.